Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced foot pedal to resolve the issue. The system was verified and ready to use. Isi has not received the foot pedal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted radical cystectomy surgical procedure, site contacted technical support engineer (tse) to report universal surgical manipulator (usm) 3 and usm 4 swapped without ""swap pedal control". The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the arm was swapped again, and the procedure was completed robotically. There was no reported issue. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The footrest tray was analyzed but the reported complaint could not be reproduced. Upon visual inspection, no issues were found that would be related to the reported event. The footrest was installed and tested on the test system, and it started without any errors. Each of the pedals were pressed 20 times to monitor functionality under different strength and length of presses and the system functionality continued to respond both before and after idle time. The complaint was not confirmed and not replicated based on the failure analysis. While a definitive root cause cannot be determined based on fse evaluation and failure analysis results, as evidenced by the data in the dvstreams events, a common cause of unintended arm swap may be attributed to an inadvertent activation of the arm swap pedal following the use of a foot pedal next to it such as the camera control pedal. No product issue was identified during the failure analysis.